Event description:
It was reported by the customer that their insulin pump had not alarmed no delivery. Customer states that they had run out of insulin in their reservoir, yet the device did not alarm. During troubleshooting, customer was asked to perform a fixed prime. Customer states they are unable to troubleshoot further due to not being home at the time of reporting. Customer's blood glucose level was 97 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.